Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain and cramping"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included uterine fibroids, migraine and depression. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2005 to on (B)(6) 2006 for migraine. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced nausea ("nausea"), 2 months 20 days after insertion of essure (ess205). In july 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). On (B)(6) 2006, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2006, the patient was found to have weight increased ("weight gain"). On (B)(6) 2006, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On (B)(6)2006, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the first episode of vaginal infection ("vaginal infection") and bacterial infection ("bacterial infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("severe menstrual cramping"), the second episode of vaginal infection ("vaginal infections"), allergy to metals ("nickel allergy"), pain in extremity ("lower extermities") and abdominal pain upper ("stomach pain"). The patient was treated with antibiotics and surgery (total hysterectomy uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and pain in extremity had resolved, the intra-abdominal haemorrhage, vaginal discharge, dysmenorrhoea, dyspareunia, the last episode of vaginal infection and procedural pain was resolving and the abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, bacterial infection, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, nausea, pain in extremity, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure (ess205). The reporter commented: date leave began: on (B)(6) 2004. Date leave ended: on (B)(6) 2005. Reason: essure procedure. Date leave began: on (B)(6) 2006. Date leave ended: on (B)(6) 2006. Reason: hysterectomy. Most recent follow-up information incorporated above includes: on 9-jan-2019: new pfs received. New event added- plaintiff did not undergo essure confirmation test & upper abdominal pain. Outcome updated for event pain and bleeding concomitant condition and medication added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain and cramping"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids. On (B)(6) 2004, the patient had essure (ess205) inserted. In july 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In september 2005, the patient experienced nausea ("nausea"). On (B)(6) 2005, 9 months 7 days after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). On (B)(6) 2006, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding"). In february 2006, the patient experienced weight increased ("weight gain"). On (B)(6) 2006, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On (B)(6) 2006, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the first episode of vaginal infection ("vaginal infection") and bacterial infection ("bacterial infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("severe menstrual cramping"), the second episode of vaginal infection ("vaginal infections"), allergy to metals ("nickel allergy") and pain in extremity ("lower extremities"). The patient was treated with antibiotics, surgery (total hysterectomy uterus and cervix removed) and surgery (total hysterectomy uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the abdominal pain, intra-abdominal haemorrhage, vaginal discharge, menorrhagia, dysmenorrhoea, dyspareunia, the last episode of vaginal infection and procedural pain was resolving. The reporter considered abdominal pain, allergy to metals, bacterial infection, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, nausea, pain in extremity, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- outcome of abnormal bleeding (general), pain updated to recovered / resolved. Treatment drug and date of birth were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain and cramping"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced nausea ("nausea"). On (B)(6) 2005, 9 months 7 days after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). On (B)(6) 2006, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2006, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On (B)(6) 2006, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the first episode of vaginal infection ("vaginal infection") and bacterial infection ("bacterial infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("severe menstrual cramping"), the second episode of vaginal infection ("vaginal infections"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and pain in extremity ("lower extermities"). The patient was treated with surgery (total hysterectomy uterus and cervix removed) and surgery (total hysterectomy uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain outcome was unknown and the abdominal pain, intra-abdominal haemorrhage, vaginal discharge, menorrhagia, dysmenorrhoea, dyspareunia, the last episode of vaginal infection and procedural pain was resolving. The reporter considered abdominal pain, allergy to metals, bacterial infection, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, nausea, pain in extremity, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (general),abnormal bleeding(vaginal, menorrhagia), infection (bladder/urinarytract/vaginal), infection bacterial, nausea, nickel allergy, dyspareunia (painful sexual intercourse), pain, weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), menorrhagia ("severe menstrual bleeding "), dysmenorrhoea ("severe menstrual cramping"), dyspareunia ("painful intercourse") and vaginal infection ("vaginal infections"). The patient was treated with surgery (total hysterectomy to remove the essure device). Essure (ess205) was removed on (B)(6) 2006. On (B)(6) 2006, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the abdominal pain, intra-abdominal haemorrhage, vaginal discharge, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection and procedural pain was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, intra-abdominal haemorrhage, menorrhagia, procedural pain, vaginal discharge and vaginal infection to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.